Event description:
It was reported that patient (pt) had a loss of spinal cord stimulator therapy benefit since the oor messages started to show. Caller contacted by pt this evening about pt seeing message that they couldn't increase their stimulation (oor). Pt has 2, quads and 1, 1x8 lead for occipital neuralgia. Pt seeing this issue on both their groups a & b which involved programming on their quad leads. Pt wasn't getting as much benefit from their 1x8 lead programming, which was on group c. Additional information received from the manufacturer representative reported that there was greater than 4000 ohm on contact 15. They were able to reprogram without using that electrode. The patient had therapy and was scheduled for a lead revision surgery on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.